Manufacturer narrative:
A visual inspection of the returned sample revealed a hole in the port base where a needle appears to have punctured the base. An examination of the needle tracks through the septum didn't result in a significant concentration of track marks in any one area. With the limited number of punctures stated (9) and good dispersion of track marks through the septum it is unlikely repetitive needle punctures fatigued the material. A review of the engineering verification/validation testing, performed in accordance with iso 10555-1 annex b, was conducted. The report indicated that the average force needed to puncture the base of the port with a 22guage huber style needle is 10.02 lbs. With a minimum force of 7.58 lbs. We are unable to determine the cause or factors that may have contributed to this event; however it appears that enough force was applied to the needle to puncture the base when accessing the port.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Patients required removal of the port due to infiltration and edema. When removed it was identified that there was a hole in the base of the device.